Event description:
The customer reported when he hit the exposure button, the system continues to make radiation after the button is released. Also the images sent to pacs are not going over in the order acquired.